Event description:
It was reported that this lead and associated right ventricular lead were explanted for infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to add information to the b2 field.

Event description:
It was reported that this patient had a system explant due to infection. The patient expired a few weeks later.

Event description:
It was reported that this patient had a system explant due to infection. The patient expired a few weeks later.